Event description:
It was reported that (1) device was used during a abd hysterectomy. It was reported by the rep that the pxw35 instrument staples did not close properly as the sides buckled. There was no consequence to the pt. The device was discarded.